Event description:
During a pulmonary vein isolation procedure, the contact force grams would not turn back to 0g, requiring the catheter to be rezeroed after radiofrequency (rf) ablation was performed multiple times. Additionally, the impedance value increased while rf energy was delivered. When the catheter was removed from the patient a blood clot was noted on the tip of the catheter near electrode 2. This occurred 5 to 6 times during the procedure. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. During the procedure the activated clotting time (act) was 300-350 and heparin was used as standard anticoagulation therapy.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit with no error messages noted, and the device met specifications for optical signal properties. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of the thermocouple 2 (tc2) reading under 32°c, consistent with the reported event of contact force requiring manual resets. Tc2 met specifications during electrical testing of the returned device. In addition, the device met specifications during temperature testing and flow rate testing. The cause of the low tc2 temperature remains unknown. The ensite case study indicated gradual increases in impedance during rf delivery. However, electrode 1 met specifications during electrical testing with no open or short circuits detected. In addition, the catheter met acceptable irrigation rates during a flow test with no error messages or anomalies noted during priming or testing. Microscopic inspection of the distal tip revealed no evidence of blood clots. A simulated ablation test was conducted and no impedance anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and blood clots remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the contact force grams would not turn back to 0 g, requiring the catheter to be re-zeroed after radiofrequency (rf) ablation was performed multiple times. Additionally, the impedance value increased while rf energy was delivered. When the catheter was removed from the patient a blood clot was noted on the tip of the catheter near electrode 2. This occurred 5 to 6 times during the procedure. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.